Event description:
It was reported that during a knee arthroscopy, this shaver handpiece started running on its own while laying on a mayo stand. There was no injury associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was not returned for investigation as the customer performed troubleshooting at the time of this event and determined the handpiece was not the cause of the problem. The user determined that either the related console or footswitch caused the handpiece to activate on its own.